Event description:
Three cypher steno placed in 2003. Discharged the next day on asa and plavix. Approximately week later developed gi bleed, asa and plavix stopped x 1 week. Within a few days reamitted with acute mi, stents clotted-lab- pci attempted to reopen the next day. Pt expired in 2003.